Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager pharmacist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The closure device was not fixed to the arterial wall as intended; however, it came out intact with the system. The clinical consequence was failure to close the vascular wall, resulting in bleeding and hematoma, requiring arterial compression for fifteen (15) minutes to achieve hemostasis. The discontinued use of the device. There were no patient injuries.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation the returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The returned device appears to be used as the carrier tube is removed from the polyfoil pouch. The carrier tube is in rear lock position, and the anchor and collagen are present. The hemostasis sheath has the bypass tube stuck in the sheath hub. The returned sample appeared to have been used and contained the anchor on the carrier tube. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the bypass tube, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).